Event description:
Additional information received confirmed that as a resolution the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported event of inadequate shock stimulation and sensing noise was not confirmed. The device was received at elective-replacement level, with normal output and telemetry communication. Visual inspection, electrical and mechanical tests did not identify any functional issues.

Event description:
It was reported that the patient presented in-clinic with discomfort as the implantable cardioverter defibrillator (ICD) exhibited inappropriate defibrillation therapy due to over-sensing of noise. As a resolution programming changes were made. The patient condition was stable.